Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related MFR# 2938836-2020-02639. It was reported that high, out of range high voltage lead impedance was observed via remote transmission. Programming changes were made. Patient was stable.